Event description:
The physician reported a connection issue during the implant procedure relative to the subject device. Specifically, it was reported that there were unscrewing difficulties relative to the rv port and subsequent absence of screwdriver clicking upon lead reinsertion. However, it was indicated that the pull test was ok and that the electrical measurements were normal.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a connection issue during the implant procedure relative to the subject device. Specifically, it was reported that there were unscrewing difficulties relative to the rv port and subsequent absence of screwdriver clicking upon lead reinsertion. However, it was indicated that the pull test was ok and that the electrical measurements were normal.